Event description:
On 9/10/2023, the customers bme (biomedical engineer) reported and issue with the cns (central nurse's station) device, (pu-681ra, serial number 709), as the equipment was randomly restarting throughout the day, and the bme believes the issue was due to a hard drive issue. The bme stated since, there have been rebooting issues. The staff reports that the cns will show comm loss on all tiles, then the cns will shut down, the prior evening, when the device boots back up, it reboots again (boot looping). However, the bme also stated, when the unit is properly rebooted, the boot looping does not occur. Nihon kohden technical support discussed the issue with the bme, as noted in the incident summary above. The bme requested information on how to test the hdds (hard disk drives) to see if the hdds are the issue. Our nk ts informed the bme how to test the cns with the hdd's. The bme called back after trying this suggestion, and reported the cns was continuing to boot loop, and when he tried a spare hdd, and he received a resolution error message. Our nk ts technician told the bme that won't work and to get the system working the way he did the first time and leave it up for the night, until the next morning, when nk ts can organize a repair with loaner, to have this unit properly evaluated.

Manufacturer narrative:
Incident summary: on 9/10/2023, the customers bme (biomedical engineer) reported and issue with the cns (central nurse's station) device, (pu-681ra, serial number 709), as the equipment was randomly restarting throughout the day, and the bme believes the issue was due to a hard drive issue. The bme stated since, there have been rebooting issues. The staff reports that the cns will show comm loss on all tiles, then the cns will shut down, the prior evening, when the device boots back up, it reboots again (boot looping). However, the bme also stated, when the unit is properly rebooted, the boot looping does not occur. Troubleshooting summary: nihon kohden technical support (nkts) discussed the issue with the bme, as noted in the incident summary above. The bme requested information on how to test the hdds (hard disk drives) to see if the hdds are the issue. Nk ts informed the bme how to test the cns with the hdd's. The bme called back after trying this suggestion, and reported the cns was continuing to boot loop, and when he tried a spare hdd, and he received a resolution error message. Nkts told the bme that won't work and to get the system working the way he did the first time and leave it up for the night, until the next morning, when nkts can organize a repair with loaner, to have this unit properly evaluated. Investigation summary: the device, cns (central nurse's station) device, (pu-681ra, serial number 709), was returned, cleaned, and decontaminated and evaluated. During evaluation of the device, it was confirmed the device was boot looping, as reported. To resolve the issue the hdd (hard disk drive) will be replaced. It was confirmed that the issue was due to a damaged hdd (hard disk drive), likely due to use and wear and tear damage, (from aging and degradation of the device overtime). When an hdd is damaged, it can lead to the reported startup/boot looping/spontaneous shutdown/communication loss and application advisory "resolution error" message issues. The device was installed on 07/28/2019, and the warranty expired on 07/27/2023, indicating the device has aged approximately 4 (four) years and 2 (two) months. It is also possible for hdd damage issues to occur, due to either a power related issue, (such as an unexpected shutdown, power outage and/or power surge), and/or a user related error, (such as ungraceful exits, which can result in app advisory error messages being displayed and can also lead to corruption), and corruption can cause damage to sensitive components, such as the hdd. During review of device history at this facility indicates that 5 (five) similar issues have occurred over the past 3 (three) years. In each instance where similar issues occurred, the issues were resolved through education and/or replacement of the hdds. Based on review of trending data, the issues are all linked back to either user related errors and damage to the hdds from either wear and tear damage, or damage due to a power outage and/or user error (ungraceful exit/shutdown). The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 attempt #1 09/21/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/26/2023 emailed customer via microsoft outlook for all items under the no information section. The customer replied, via email, and stated no further information was available. B6 attempt #1 09/21/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/26/2023 emailed customer via microsoft outlook for all items under the no information section. The customer replied, via email, and stated no further information was available. B7 attempt #1 09/21/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/26/2023 emailed customer via microsoft outlook for all items under the no information section. The customer replied, via email, and stated no further information was available. D10 attempt #1 09/21/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/26/2023 emailed customer via microsoft outlook for all items under the no information section. The customer replied, via email, and stated no further information was available.

Event description:
On 9/10/2023, the customers bme (biomedical engineer) reported and issue with the cns (central nurse's station) device, (pu-681ra, serial number (B)(6)), as the equipment was randomly restarting throughout the day, and the bme believes the issue was due to a hard drive issue. The bme stated since, there have been rebooting issues. The staff reports that the cns will show comm loss on all tiles, then the cns will shut down, the prior evening, when the device boots back up, it reboots again (boot looping). However, the bme also stated, when the unit is properly rebooted, the boot looping does not occur. Nihon kohden technical support discussed the issue with the bme, as noted in the incident summary above. The bme requested information on how to test the hdds (hard disk drives) to see if the hdds are the issue. Our nk ts informed the bme how to test the cns with the hdd's. The bme called back after trying this suggestion, and reported the cns was continuing to boot loop, and when he tried a spare hdd, and he received a resolution error message. Our nk ts technician told the bme that won't work and to get the system working the way he did the first time and leave it up for the night, until the next morning, when nk ts can organize a repair with loaner, to have this unit properly evaluated.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.